Manufacturer narrative:
The device was received fully deployed. The exposed portion of the soft cannula was observed to be torn. Fluid was observed leaking out of the external tear, which diverted the intended path of the fluid. The downloaded data did not show any timeouts or drive stalls that could indicate the device struggled to deliver insulin. No other damages or defects were observed with the device that could affect insulin delivery. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported the patients blood glucose level rose abve 400 mg/dl while wearing the pod between 4 and 24 hours. No treatment was provided.